Manufacturer narrative:
(B)(4). The device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according en 60601-2-24 was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Event description:
As reported by the user facility (translation of user facility): delivery inaccuracy: delivery rate is wrong.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the inspection results become available. (B)(4).